Event description:
Three instances of artifact were reported. It is unk at this time whether the AED was deployed, and if so pt outcome.

Manufacturer narrative:
(B)(4). Device eval pending. Initial report submitted based on customer description.